Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had fixing difficulty during implant. Three days after implant, there was an exit block within the lead. An echocardiogram revealed a perforation. The lead was extracted and a kink was noted on the helix. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however the outer insulation had a cosmetic cut, there was apparent explant damage, the helix was distorted/bent, and blood was noted on the helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed.